Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary tree during a stone removal procedure on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to remove a stone. However, the pull wire broke during mechanical lithotripsy. A grasper was used to wind and pull the pull wire to remove the basket from the patient. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: device code 1069 captures the reportable event of pull wire break. Block h10: visual inspection of the returned device found that the handle cannula was detached from the handle and it was observed that a metal grasper winded in the handle cannula. Both dimples from the screws were visible at proximal section of the handle cannula and drag marks were present from dimples towards the proximal end, as the handle cannula had been forcibly pulled out from the set screws. The distal screw and proximal screw depth were measured, and both were found within specification. In order to inspect the basket and tip, the sheath (coil and pull wire) was cut and the pull wire was removed; no issues were found in the basket wires and the tip was still attached to the basket wires assembly. Additionally, the side car rx was found pushed back 5mm which is out of specification. X-ray analysis of the screws set section found no discernible defect. Based on all available information, the investigation concluded that procedural factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device during its use can lead handle cannula pulling out from the finger ring, resulting in handle cannula detachment and reported failure. The interaction with the guidewire could have contributed to the pushed back sidecar rx tunnel. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary tree during a stone removal procedure on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to remove a stone. However, the pull wire broke during mechanical lithotripsy. A grasper was used to wind and pull the pull wire to remove the basket from the patient. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.